Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that an impella 5.5 was unable to make the turn into the aorta during attempted delivery. Multiple attempts were made until a retrograde dissection was noted via angiogram. It was unknown when the dissection occurred. Due to the noted issue, the delivery was aborted and the site was closed. No further intervention was completed for the dissection.

Manufacturer narrative:
Vascular damage - the cause of the vascular damage was patient condition related since a retrograde dissection was discovered prior to the implant of pump. Delivery issue - the root cause of the delivery issue- anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.